Event description:
It was reported that an roi-c cage broke during installation intra-operatively. There were no patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Device evaluation inspection revealed that the device is clearly fractured. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excessive forces applied during installation. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that an roi-c cage broke during installation intra-operatively. There were no patient impacts.